Manufacturer narrative:
Device evaluated by manufacturer: returned product consisted of a rebel bare metal stent balloon catheter. The device was microscopically and visually examined. There were numerous hypotube and shaft kinks. The balloon protector and corewire were returned with the device in place upon analysis. The balloon was tightly folded with the stent attached. The stent was found misplaced 3mm distal from the crimp marks on the balloon. The stent damage was to the distal end, 11mm in length. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that a stent could not cross the lesion. A 24 x 4.50 rebel bare metal stent was used for treatment of a 75% stenosed target lesion was mildly tortuous and mildly calcified right coronary artery (rca). During procedure, stent was advanced, but could not pass the lesion. The device was completely removed from the patient. There were no patient complications reported. However, returned device analysis revealed stent damage.